Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Further information was requested but not received.

Event description:
It was reported that the patient presented remotely for scheduled monitoring. The atrial lead revealed noise with mode switch episodes. No medical intervention or patient symptoms were reported. No further information was reported.